Event description:
A nurse contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that she identified while reviewing the alarm log. The nurse wanted to know what the alarm meant. The technical service representative (tsr) explained the alarm indicated a large amount of air had entered the set up and advised of the possible causes. The nurse stated she will review proper procedure with the patient. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).